Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the previous sr (B)(6) - back from repair, failed accuracy test +8.15%. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue was unknown. Upon further inspection units downstream occlusion (dso) seal was replaced for preventative maintenance. Calibrated dso. The software was updated as a precaution. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.